Manufacturer narrative:
This medwatch report is for the suspect device used in sys 1 (lot number 550021, expiration date 02/28/2009). Reference medwatch report with pt is for the suspect device used in sys 2.

Event description:
Customer reported results of 46 mg/dl and 201 mg/dl on inform sys 1, 25 mg/dl on inform sys 2, all within 10 mins. No adverse event reported, no actions taken. Requested return of sys, replacement was sent.